Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. Evaluation is pending.

Event description:
It was reported 90%-95% of the bezels are failing flow test, approximately 8 out of 10. The flow is too low. Some of them are too low to calibrate, below 10g. Here was no patient involvement as this was found during preventative maintenance.

Manufacturer narrative:
The reported issue that the flow of the pump module is too low or too low to calibrate could not be confirmed or replicated during this investigation. Log review could not be performed since there were no pump module error and event logs. Timed rate accuracy testing performed found that the returned pump module delivered fluids within specifications. Results from asm rate accuracy testing and calibration analysis indicate that the pump module was operating within specification and calibration was not required. Internal inspection found no irregularities. The device was being used for patient treatment. The root cause of the reported issue that the flow of the pump module is too low or too low to calibrate could not be identified in this investigation. Sample inspection: the inspection process performed on the pump module (B)(6) found no issues relevant to the reported incident. The corrosion with dry residue found on the pins of the right and left iui were not relevant to the reported incident. All parts inspected were observed to be bd. Log analysis results: there were no error and events logs for pump module 14198573 to review. Test results: timed rate accuracy testing performed found that the returned pump module delivered fluids within specifications. The results of the asm rate accuracy and calibration analysis performed on the returned pump module indicated that the device was infusing within specification and calibration was not required. Test methods: 1503-001-006-r (01) timed rate accuracy test method (dir 10000360036). Device history review: a review of the device history record showed the device had a manufacture date of 10/18/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported 90%-95% of the bezels are failing flow test, approximately 8 out of 10. The flow is too low. Some of them are too low to calibrate, below 10g. Here was no patient involvement as this was found during preventative maintenance.